Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer had no symptoms. The customer was treated with pump. Customer's blood glucose value was unknown mg/dl at time of incident. Customer's current blood glucose value was 550 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. There were no leaks or air bubbles. Customer assisted to perform the displacement test and results were failed. The product is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump had no unexpected insulin flow blocked alarms or low reservoir alerts noted during testing. The motor was tested outside of the device and passed; no motor alarms/anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the dat test at 0.08690 inches. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.